Manufacturer narrative:
(B)(4). G2: foreign: japan. The customer indicated that the product was implanted; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that upon opening the bipolar cup implant, eyelash-like hair was found adhering to the polyethylene implant. Following the doctor's judgment, the implant was used after cleaning. Due diligence is complete as multiple attempts were made; however, no further information is available.

Event description:
It was confirmed that no further information could be provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6. No product was returned for evaluation as the device was cleaned and implanted. Review of the provided photo found the device has been removed from the sterile packaging. A hair-like debris was found on the device. As the product was previously opened, the source of the debris cannot be confirmed or conclusively linked to the manufacturing process. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.